Manufacturer narrative:
The tech inspected the bed and found the control panel was broken. He replaced the control panel to repair the bed.

Event description:
The account stated the bed is working by itself. Unintentional movement.